Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the ipg lost communication with the programmer and charger. The pt was sent a new programmer and charger. On (B)(6) 2010, it was reported that the new devices did not resolve the issue and the doctor decided to replace the pt's ipg. The pt is currently satisfied with the stimulation.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.